Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The thresholds were high, and the physician had a hard time finding acceptable thresholds. A new lead was implanted in a different location and remains in use. No patient complications have been reported as a result of this event.